Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pen had a leadscrew anomaly. During troubleshooting, it was reported that the leadscrew does not move at all. It does not move even when the dose button is pushed. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.